Event description:
"With positive end-expiratory pressure set at 6, displayed pressure keeps swinging into the negative." Unit was used on pt; no pt injury/compromise occurred.

Event description:
"With pee set at 5, displayed pressure keeps swinging into the negative." Unit was used on pt; no pt injury/compromise occurred.